Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red and itchy around most of the patch area. The patient reported a known history of sensitive skin there was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a steroid. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Not applicable.